Event description:
On 08/20/2025, it was reported by a sales representative via (B)(4) that an ar-5410-amgs-s vip glenoid reamer was secured on the drive shaft but immediately disengaged after surgeon picked up the driver and the implant fell on the floor. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.